Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. Sample ids (B)(6) were reported as positive for the flu b target and generated a valid result. The curves for all samples appeared normal and exhibited a sigmoidal shape. Based on the cycle number, the discrepant results are determined to be near limit of detection (lod) which means the positive interpretations are not 100% reproducible using the alinity m resp-4-plex assay. Additionally, the sensitivity for the flu b target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. Additionally, customer data review verified that the curves for both samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 3 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. All three tickets were independently investigated and identified no product deficiency. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported 5 false positive results on an alinity m resp-4-plex assay on the flub target. The customer retested the samples on genexpert and diasorin, which both generated negative results. The amplification curves of the samples and the internal controls appeared normal. The customer reported negative flub results and there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.